Event description:
It was reported that a device experienced a sys error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device in question was rec'd by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.